Manufacturer narrative:
Investigation results: our quality engineer inspected the 20 ga x 1.16 in. Insyte autoguard unit from lot number 4193356. Your report of retraction issues was confirmed based on the condition of the spring component of the safety mechanism. The unit was received fully retracted and with media. No catheter was provided. Microscopic analysis discovered that the spring appeared to be on the needle hub. During manufacturing when the hubs are loaded into the grips, machine misalignment may cause damage to the hub or the spring. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
Street address exceeds characters limit: no. (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from chinese to english: safety mechanism can¿t retract the safety mechanism cannot be retracted and there is a risk of needlesticks.